Event description:
It was reported that the pump usb port was bent and loose resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy and will rely on insulin injections once their battery runs out.